Event description:
It was reported that the right atrial lead exhibited oversensing. The lead was capped and replaced during a routine device change out procedure. The patient was in good condition post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.